Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of the memory log verified that the device had shortened elective replacement indicator (eri) to end of life (eol) of one month. The device was received in storage mode due to low battery voltage. The device was programmed out of storage mode and therapy was verified. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The shortened eri to eol was confirmed; however, the cause of the shortened eri to eol could not be determined as the device operated normally throughout analysis.